Manufacturer narrative:
Continuation of medical product: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to dizziness. One ventricular undersensed event was observed on presenting rhythm. The facility was notified of the issue. The lead remains in use. No further patient complications have been reported as a result of this event.